Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Event description:
It was reported that a protruding object was noted at the tip of the rotawire. The target lesion was located in a severely calcified coronary artery. During unpacking of the rotawire, a protruding object on the tip portion of the device was noted. The procedure was completed using another of the same device. No patient complications were reported and the patient status is good.